Event description:
The suspect device reported four patient samples as negative results for troponin t. The patient samples were then run on the elecsys analyzer and the results were 0.063 ng/ml, 0.069 ng/ml, 0.216, and 0.480 ng/mml. No patient treatment based off of the suspect device results.